Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health authority reported that five days following an intraocular lens (iol) implant procedure, the patient had developed redness and dry eyes. Symptomatic medications were given and the symptoms were relieved the following day. No further information is expected.